Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was replaced due to dislodgement. The patient was stable and in good condition after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing revealed no anomalies. The helix was clogged with blood-like substance (bls) and the inner coil at the connector region was over-torqued. The helix was cleaned and it was able to extend and retract. The helix extension length met specifications. The cause of lead displacement is unknown and could not be confirmed.